Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
Nevro received the following report: during a surgical lead implant, the physician observed that the patient experienced some neurological changes while performing intra-operative motor testing. The lead was removed and the patient was transferred to recovery. On the following day, the patient was implanted with a new surgical lead. Follow up report indicated that the patient has recovered without sequelae. Stimulation is currently on and there are no reports of further complications.